Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient started having urgency and wetting underpants. They turned it up to 3.4 and can feel the stimulation all the way to their toes. Their symptoms started about last thursday. Patient had been at 2.2 prior to increasing the stimulation. Patient mentioned where they had increased stimulation and when they went back in the stimulation was lower. They said, after they make adjustments they always press done. Told caller that they should consider decreasing the stimulation to the point that they don't feel the stimulation in the toes. On the call the patient decreased the stimulation to where they didn't feel the stimulation in the toes but the stimulation was higher then where they were at when they were having urgency and wetting pants. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient said her doctor left after last appointment and they will get a new doctor in october.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.